Manufacturer narrative:
The device and the lens were returned sealed inside a self sealing pouch. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted prior to mid-nozzle. The lens was returned loose inside the self sealing pouch. A broken haptic was observed. The broken haptic was not returned. The optic edge was broken. The broken optic edge material was returned adhered to the optic in dried solution. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event. The lens was returned outside of device. The reported broken haptic damage was observed. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The directions for use (dfu) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be "out of position" can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, during implantation of a preloaded intraocular lens (iol) the lens was stuck on the incision. The doctor removed the lens with forceps and a haptic broke off. The lens was replaced and surgery completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).